Event description:
Rptr complains of chronic back pain and neurogenic bladder. He cannot lift more than 5 lbs, cannot sit or stand for prolonged periods of time or walk long distances. He is also limited by pain, fatigue and the need to take periodic rests. He has two cracked screws that cannot be removed.